Manufacturer narrative:
Revision to field b5 describe event or problem and field d6b explant date. This supplemental report has been created to capture additional information. Revision to field f10 device codes (2), field h6 device codes (2) and field h6 evaluation method codes (1). This supplemental report has been created to capture information correction. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead helix found to be stretched. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to dislodgement when the catheter was slit. As the lead was removed, the physician confirmed that that the helix had stretched so a new rv lead was implanted. Subsequently, this lead was capped. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to field b5 describe event or problem and field d6b explant date. This supplemental report has been created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to dislodgement when the catheter was slit. As the lead was removed, the physician confirmed that that the helix had stretched so a new rv lead was implanted. Subsequently, this lead was capped. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to dislodgement when the catheter was slit. As the lead was removed, the physician confirmed that the helix had stretched so a new rv lead was implanted. Subsequently, this lead was capped. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to field b5 describe event or problem and field d6b explant date. This supplemental report has been created to capture additional information. Revision to field f10 device codes (2), field h6 device codes (2) and field h6 evaluation method codes (1). This supplemental report has been created to capture information correction.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to dislodgement when the catheter was slit. As the lead was removed, the physician confirmed that the helix had stretched so a new rv lead was implanted. Subsequently, this lead was capped. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted and returned for analysis. No additional adverse patient effects were reported.